Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: g4. The g4 date initially reported was incorrect and should have been reported as 21-nov-2019. The service order has noted that this is the date in which the customer was provided with replacement cables.

Event description:
It was reported that the blood pressure adapter cable for the cardiosave intra-aortic balloon pump (iabp) experienced a failure. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported. It was later reported by a getinge field service engineer (fse) that the issue with the blood pressure adapter cable was that no blood pressure (bp) was displayed on the cardiosave monitor. The customer tried another bp adapter cable from another unit and it corrected the problem. The fse also reported that there was a patient involved, however, that it was unknown if it was either during set up or during use.

Event description:
It was reported that the blood pressure adapter cable for the cardiosave intra-aortic balloon pump (iabp) experienced a failure. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported. It was later reported by a getinge field service engineer (fse) that the issue with the blood pressure adapter cable was that no blood pressure (bp) was displayed on the cardiosave monitor. The customer tried another bp adapter cable from another unit and it corrected the problem. The fse also reported that there was a patient involved, however, that it was unknown if it was either during set up or during use.

Manufacturer narrative:
Updated fields. A getinge field service engineer (fse) reported that the service call for this complaint was not to repair a malfunction of the iabp unit but to place an order that the customer made for new blood pressure adapter cables that were defective. The fse also reported that the customer used an edwards life science transducer tester to verify that the cable was not working. The customer also tested other bp adapters and found 3 other defective cables. New blood pressure adapter cables were sent to the customer, and the customer then cleared the iabp unit for clinical use. Not returned to manufacturer

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the blood pressure adapter cable for the cardiosave intra-aortic balloon pump (iabp) experienced a failure. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.